Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The auditory sensation with the device is unsatisfactory for the patient. The distortion of the sound on the concerned side compromises the hearing of the contra-lateral side; therefore the patient has discontinued use of the right processor.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The auditory sensation with the right side device is unsatisfactory for the bilaterally implanted patient. The distortion of the sound on the concerned side compromises the hearing of the contra-lateral side; therefore the patient has discontinued use of the right processor. The patient was re-implanted.